Event description:
Pt was revised to address tibal and femoral loosening.

Manufacturer narrative:
The products associated with this reported event were not returned for examination. Product info required to search the complaint database by lot code was not provided. The investigation could not draw any conclusions about the reported event based on the provided info. Provided info stated the products were not suspected of failing to meet specifications or being contributing factors to the event. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or add'l info be received, the investigation will be re-opened.